Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: debridement, mesh infection, wound vac, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008; including retroperitoneal lymph node dissection for testicular cancer, were not provided. (B)(6) 2008: (B)(6). Perioperative nursing record. Asa 2. (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Procedure: (1) repair of incarcerated ventral hernia using gore dualmesh. (2) omentectomy. Surgeon/staff: (B)(6). Fellow: (B)(6). Resident: (B)(6). Anesthesia: general. Intravenous fluids: 1600 ml of crystalloid. Estimated blood loss: 100 ml. Urine output: 300 ml. Specimens: (1) hernia sac. (2) omentum. Drains: two 10-mm flat jackson-pratt drains were placed in the subcutaneous space upon closure of the abdomen. Indication: the patient is a 50-year-old male with an incarcerated ventral hernia. He is status post previous retroperitoneal lymph node dissection for testicular cancer. Description of procedure: ¿after informed consent was obtained from the patient which included discussion of the risk, benefits, and alternatives, he was taken to the operating room and placed in the supine position. General anesthesia was induced without complication. The patient was then padded, positioned, propped, and draped in the usual manner. An incision was created sharply in the midline where his previous incision was. The incision was carried down to the level of the fascia using electrocautery. The hernia sac was then dissected out using a combination of sharp dissection, blunt dissection, and electrocautery for hemostasis. The neck of the hernia was identified. The hernia defect was not large enough to reduce the hernia contents into the abdomen. Therefore, an incision was created in the midline abdomen in order to reduce the hernia content, which was omentum. Upon exploration of the anterior abdominal fascia, multiple hernias were identified along the midline. It was felt at this time that for best repair, it would be best to incorporate all hernia defects and close the patient using gore-tex dual mesh. This was done by performing extensive adhesiolysis using a combination of blunt dissection, sharp dissection, and electrocautery for hemostasis. Once all adhesions were taken out, it was noted that the omentum had a large defect in the mid portion of it. Therefore, a partial omentectomy was performed by dividing the omentum between clamps and ligating the vasculature with 3-0 silk suture. The specimen was then sent off the field to be sent to pathology. The gore-tex dualmesh was then cut to fit for the appropriate size and secured in position using interrupted #1 prolene suture. The mesh was placed as an underlay. Hemostasis was ensured, followed by closure of the midline fascia using interrupted #1 vicryl sutures. Two jackson-pratt drains were then exited through the lower portion of the wound and secured in position with 2-0 nylon suture. The abdominal wound was then irrigated copiously. The umbilicus was tacked down to the midline repair using 0 vicryl suture. The skin was then closed with series of staples. Sterile dressings were applied.¿ disposition: the patient tolerated the procedure well, was extubated and transported to the recovery room in stable condition. Dr. (B)(6) was present for this case in its entirety. (B)(6) 2008: (B)(6). Perioperative nursing record. Implant record. Description and size: dual mesh plus. Lot#: 04803259. Quantity 1. Supplier: gore. Catalog#: 1dlmcp07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04803259) was implanted during the procedure. (B)(6) 2008: (B)(6), md. Pathology report. Specimen #: hcs0811386. Specimen (s) submitted: a. Ventral hernia sac. B. Omentum. Indication: no history given. Gross description: a: the specimen (received in formalin, labeled with the patient¿s name, medical record number and ¿ventral hernia sac, or #2¿) consists of one pink-tan, glistening yellow fragment of membranous and soft adipose tissue measuring 6.0 x 4.0 x 2.0 cm. The hernia sac has been previously opened to reveal a membrane that is pink-tan with no focal masse or lesions. Adipose tissue comprises approximately 60% of the specimen. A representative section is submitted in cassette a1. B: the specimen (received without fixative, labeled with the patient¿s name, medical record number and ¿2, omentum, or#2) consists of one glistening yellow, lobulated fragment of soft adipose tissue measuring 14.0 x 9.0 x 3.5 cm. There is a dark-red clot-material adhering to the fragment. A presentative section is submitted in cassette b1. Diagnosis: a. Soft tissue, ventral hernia sac, resection- benign fibroadipose tissue consistent with hernia sac. B. Soft tissue, omentum, resection- benign adipose tissue consistent with omentum with no significant histopathology. (B)(6) 2008: (B)(6). Lab-urinalysis: glucose 1+ (a) (negative), ketones small (a) (negative), blood mod (a) (negative), wbc 3-5 (a) (0-2), rbc 21-50 (a) (0-2). (B)(6) 2008: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: left flank pain. Findings: abdomen: long segment of anterior adbomen [sic] repair mesh with fluid collection both anterior and posterior to the mesh measuring 7 x 3 x 18 cm. There is adjacent subcutaneous stranding and small foci of gas. Pelvis: right fat containing inguinal hernia. Impression: 1. Long segmented of anterior adbomen [sic] repair mesh with fluid collection both anterior and posterior to the mesh. Non-contrast examination is limited in assessment for abscess, however abscess vs post-op fluid collection are both possibilities. Correlate clinically and consider needle aspiration vs. Contrast enhancement CT. 2. Mild proximal hydroureteronephrosis and perinephric stranding on the left with questionable 2-3, stone within the proximal ureter. Given hematuria and otherwise negative urinalysis, these findings are most compatible with either recently passed stone or ongoing obstructive stone. (B)(6) 2008: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: left flank pain. Impression: 1. The previous visualized to 4 mm stone has migrated and is now seen in the distal left ureter, a few centimeters from the uv junction. 2. Postoperative changes anterior abdominal wall with mesh placement and associated fluid collection is unchanged since the prior examination. 3. Evidence of prior nodal dissection in the para-aortic and retroperitoneal region. (B)(6) 2008: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: renal stones. Impression: 1. Status post left ureteric stent placement with a residual 2 mm calcification seen in the distal left ureter just above the uv junction. Mild residual ureterohydronephrosis and perinephric stranding. 2. Postoperative changes anterior abdominal wall with mesh placement and associated fluid collection is unchanged since the prior examination. 3. Bibasal atelectasis. (B)(6) 2008: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: 50 year old m, kidney stones. Impression: 1. 3 mm distal left ureteral lithiasis adjacent to left nephroureteral stent with 1 mm mid left ureteral lithiasis mild left hydroureter and periureteral fat stranding. No significant hydronephrosis. 2. Compared with prior study, no other significant change. Ancillary findings as above to include: diverticulosis, prior nodal dissection with surgical clips, and mesh along anterior abdominal wall with improved soft tissue defect. (B)(6) 2008: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal mesh placement. Evaluate for abscess/fluid collection. Follow-up. Abdominal findings: once again identified is a postoperative anterior abdominal wall surgical mesh containing a fluid collection measuring 11.1 x 4.1 x 7.8 cm in greatest cc, ap [anterior posterior] and tv [unknown abbreviation] dimensions. This fluid collection appears to have increased in size and has new surrounding inflammatory stranding. There is a new rim enhancing fluid collection within the subcutaneous fat of the anterior abdominal wall caudal and to the left of the mesh measuring 4.8 x 7.0 x 5.8 cm in greatest cc, ap [anterior lateral] and tv dimensions. A smaller, less organized 1.9 x 1.3 cm rim enhancing fluid collection is identified in the anterior subcutaneous soft tissues to the right of the mesh. There is extensive stranding of the adjacent fat and thickening of the overlying skin. Impression: 1. New rim enhancing subcutaneous fluid collections superficial to the surgical mesh, suspicious for abscess. The smaller collection to the right of the mesh represent developing abscess versus phlegmon. The fluid collection deep to the mesh has increased in size and given the adjacent inflammatory reaction may represent additional abscess due to an infected mesh. (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall abscess, status post repair of ventral hernia with mesh. Postoperative diagnosis: abdominal wall abscess, status post repair of ventral hernia with mesh. Procedure: debridement of granulation and infected tissue from abdominal wall, plus vacuum assisted closure placement. Surgeon/staff: (B)(6) ; asst: (B)(6). Anesthesia: general, with endotracheal intubation. Complications: none. Specimen: skin and granulation tissue from the anterior abdominal wall, sent to pathology. Indication: this is a 51-year-old male who, in september, presented with a large ventral hernia which was repaired with the dual-gore-tex mesh. He then developed 2 fluid collections which were initially drained. The second fluid collection was treated with open drainage and vac [vacuum assisted closure] placement. He healed well an approximately a week ago, he presented to our clinic for the third time with fluid collection, which we treated with ir placement of 2 pigtail catheters. Fluid was serous, sent to culture, grew gram-positive bacteria, likely staphylococcus aureus. The size of the fluid collection decreased after drainage, and the patient was consented to go to the operating room for exploration of fluid collection/abscess cavity, and possibly removal of the mesh. Description of procedure: ¿the patient was taken to the operating room, placed on the or table in the supine position. General anesthesia was obtained with endotracheal intubation. The patient¿s anterior abdomen was prepped and draped in the usual sterile surgical fashion. The pigtail catheters were removed. We made an incision of approximately 12 cm in length, removing the old midline scar and easily identified the cavity of the fluid collection, which separated by healthy tissue from the mesh. Therefore, mesh was not exposed during this procedure today. We then proceeded to remove all indurated granulation tissue present subcutaneously that was part of the walls of this cavity. When that was achieved, hemostasis was obtained using electrocautery. We then irrigated the cavity with normal saline, and we also used chloraprep inside the wounds to further enhance its bacteriocidal properties. We then placed a mid-size silver-impregnated vac [vacuum assisted closure] sponge to the wound connected to the vac device, and the procedure was concluded. The patient tolerated the procedure well. I, dr. (B)(6), was present for the entire operation. (B)(6) 2008: (B)(6), md. Pathology report. Specimen (s) submitted: a. Granulation tissue, scar tissue and skin. Indication: history per pcis: 51-year-old man status post repair of large ventral hernia, status post debridement of granulation tissue. Diagnosis: a. Skin, abdomen, excision- skin and soft tissue with fibrosis, chronic inflammation, and foreign body giant cell reaction. (B)(6) 2009: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: patient with history of infected mesh of ventral hernia with mrsa [methicillin-resistant staphylococcus aureus]. Please evaluate for residual abscess given history of abscess. History of testicular cancer. Abdominal findings: visualized portions of the lung bases are unremarkable. Again noted is a fluid collection in the anterior abdominal midline mesh, measuring as large as 8.1 x 2.4 cm in axial dimension and approximately 13 cm in superoinferior axis. This is smaller than on (B)(6) 2008, when it measured 8.1 x 4.1 cm in axial dimension and still approximately 13 cm in superoinferior axis. There is an anterior abdominal wall defect in the region of the previously noted additional fluid collection, inferior and to the left of the mesh fluid collection. Multiple surgical clips are noted in the retroperitoneum, specifically in the para-aortic region, with a single surgical clip in the right paracolic gutter. Impression: 1. Interval decrease in size of fluid collection in anterior abdominal midline mesh, now measuring approximately 8 0.1 x 2.4 x 13 cm as compared to 8.1 x 4.1 x 13 cm on (B)(6) 2008. Complete interval resolution of additional fluid collection which was located inferior and to the left of the adnominal mass collection, with anterior abdominal wall defect in this region. 2. Multiple surgical clips most concentrated in the para-aortic region of the retroperitoneum, compatible with lymph node dissection given known history of testicular cancer. (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: infected ventral hernia repair mesh. Postoperative diagnosis: infected ventral hernia mesh. Procedure: exploratory laparotomy, lysis of adhesions, removal of infected ventral hernia mesh, component separation repair, and local tissue rearrangement, 30 x 30 cm. Assist: dr. (B)(6). Notably for the component separation and the tissue arrangement, the surgeon was dr. (B)(6) and I was the assist, dr. (B)(6). Dr. (B)(6), the resident, was also scrubbed for the case, dr.(B)(6) will dictate the component separation and local tissue rearrangement. Anesthesia: general with dr. (B)(6). Indication: the patient is a 51-year-old male who is status post prior ventral hernia repair with mesh at another hospital who has persistent draining sinuses and what appears to be an abscess under the mesh on cat scan and the cultures have shown mrsa. He now presents for definitive repair. ¿after the induction of suitable general endotracheal anesthesia with the patient in a supine position, the abdomen was prepped and draped in the usual sterile fashion with chloraprep. The patient¿s old midline incision was excised, as were the orifices to the sinus tracts along the midline. The incision was extended inferiorly for several cm, and we were able to enter the abdomen inferiorly in a free space. We proceeded superiorly, dividing the fascia, and then eventually reaching the mesh. Most inferiorly there were some ethibond sutures, which we removed. When we encountered the mesh, we encountered what appeared to be prolene interrupted sutures. These were also removed as we went along. About midway up the mesh there was dense adhesions from the peritoneal surface, which really had turned into a rind under the mesh and between this rind in the mesh there was about 100 ml of pus, which was aspirated and cultured. We took down the adhesions where possible to the peritoneal surface, but in that very center the adhesions were extremely dense and we felt that the risk of enterotomy was significant. Therefore, we went somewhat laterally and were able to go around the area of the adhesions, keeping approximately an 8 cm squared piece of rind of peritoneum and the firm tissue that was under the abscess cavity in place against the bowel. I should note that the patient had absolutely no symptoms of bowel obstruction preoperatively and so all these adhesions were simply left in place. All the bowel was nodilated and pink. The surface of this granulation tissue rind was somewhat bloody and it was superficially cauterized and then floseal was placed over it with excellent hemostasis. We continued to take down the rest of the abdominal wall adhesions until the abdomen was widely opened. Notably in the right upper quadrant, the tip of the left lobe of the liver was stuck to her peritoneum at the border of the incision. When these adhesions were taken down, there was some bleeding from the tip of the left lobe of the liver. This was also treated with cautery and floseal with excellent hemostasis. The mesh was removed in its entirety in a single piece from the abdomen and sent to pathology. At this point, dr. (B)(6) came in the room and proceeded with the component separation part of the procedure, which also included removing some of the old rind of thick fibrinous tissue with superficial granulation tissue and abscess cavity that was along either side of the midline fascia. He cleaned this up back to nice normal healthy-appearing tissue and then proceeded. After he had completed the component separation, there was excellent laxity and the abdomen was thoroughly irrigated with bacitracin and saline. Hemostasis was checked and was excellent. The blood lost throughout the case had been from oozing of small vessels in the abdominal wall. We then closed the midline with running double looped # 1 pds in a single layer and then put some interrupted 0- vicryls, figure-of-eight sutures, in the anterior fascia every couple of cm all the way up the midline for added strength. The superficial tissues were again irrigated with bacitracin saline. Hemostasis was again checked and appeared excellent. Two #19 round channel drains were placed through stab wounds in the right and left lower quadrant respectively and left behind the flaps. Dr. (B)(6) then sewed the subcutaneous fat flaps back down to the fascia, obliterating the dead space. He also sewed the posterior aspect of the umbilical tissue down to the fascia, taking care to avoid injury to the umbilicus. He then closed the subcutaneous tissue with running 3-0 monocryl sutures and the skin was closed loosely with staples. Quarter-inch penrose wicks were paced between each staple. The drains were sewn in with 2-0 silk suture and connected to bulb suction. A dry dressing and abdominal binder were placed. Sponge, needle, and instrument counts were correct. As is the routine of scripps green hospital, an x-ray was done at the end of the case, as we had used more than 50 sponges. The results of this x-ray is currently pending. Should it be anything but negative, I will dictate an addendum to this dictated operative note. At the end of the case, the patient was in excellent condition. At the time of this dictation, was still intubated, waiting for the result of the x-ray. Again, should there be any significant subsequent events, I will dictate an addendum to this note.¿ (B)(6) 2009: (B)(6), md. Operative report. Case start time: 8 am. Case end time: 12 noon. Preoperative diagnosis: recurrent ventral abdominal wall incision hernia with infected mesh. Postoperative diagnosis: recurrent ventral abdominal wall incision hernia with infected mesh. Procedure performed: 1. Debridment of abdominal wall and removal of infected mesh, performed by dr. (B)(6). 2. Bilateral component separation of parts, rectus muscle flaps for abdominal wall reconstruction. 3. Local tissue rearrangement anterior abdominal wall 900 sq cm. Assistant surgeon: (B)(6), md. Complications: none. Specimen: infected mesh. Indication: mr. (B)(6) is a 51-year-old gentleman with a history of multiple attempts at ventral hernia repair. Several times in the past the mesh has been both as underlay and onlay in order to repair this issue. He had continued draining sinuses through his wound, as well as recurrence of his abdominal wall hernia. I discussed with him preoperatively the plan for repair of the hernia, which would involve complete removal of all the infected mesh, as well as local abdominal advancement with component separation for bilateral rectus muscle flaps, as well as local tissue rearrangement of the abdomen. We did explain to him the risks and potential complications associated with surgery and he did sign a consent form preoperatively. Procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed in supine on the operating room table. Timeout was performed by the nursing, anesthesia and surgical staff to confirm the area of surgery. After successful induction of general, endotracheal anesthesia the area of his abdomen was prepped and draped in the usual sterile fashion. Attention was first turned to dr. Weston¿s portion. She did excise the anterior abdominal scar, as well as the draining sinus and care of the patient was transferred over to her for removal of the infected mesh. After her portion was completed I did come back into the room to perform the bilateral muscle advancement flaps. Along the anterior portion of the abdomen there appeared to be some existing scar and mesh, which was debrided sharply from either medical surface of the rectus muscles. Using a marked pen the periumbilical island was protected on either side in order to maintain the perforators to the mid ventral portion of the abdomen. Using a bovie electrocautery the skin and subcutaneous muscle was elevated off the abdominal wall, first primarily starting on the left side. The anterior sheath of the rectus was inferiorly keeping the fascial attachments intact to the periumbilical region. A window was then created behind this periumbilical island. The lateral edge of the rectus muscle was identified, and then an incision was made through the external oblique fascia approximately 1 cm from the rectus muscle. The incision was then carried up both inferiorly, down to the level of ___ with the metzenbaum scissors scissors [sic], as well as superiorly through the small window that was created. Incision was then completed at the costal margin, to completely release the external oblique fascia. The muscle flap was then mobilized toward the midline and there achieved good mobilization. Attention was then turned to the right side of the patient. Along the medial edge of the rectus there were several draining sinuses through previous sutures. These were debrided free and excised. The anterior sheath of the rectus was identified, as well as the rectus muscle proper. A similar periumbilical island was designed and the skin flap was elevated off the muscle and abdominal fascial wall in a similar fashion creating a retro periumbilical window. The external oblique muscle was released in a similar fashion. This was retraced back and this allowed mobilization of the right rectus muscle. Care was then transferred back to dr. (B)(6), who completed the midline muscle repair with 1-0 pds suture. There were several spanning vicryl sutures that were performed as well. Several areas on the anterior abdominal wall were trimmed in order to achieve closure of the wound. Several stay sutured were placed in a quilting fashion on both sides, in order to tack down the skin flap. A large 10- french channel drain was placed on either side in the recess of the abdominal wall, below the skin flaps. These were sent to suction. Floseal was also squirted into each area to achieve adequate compression. The skin was then closed in the midline with running #3-0 monocryl suture and some deep 2-0 vicryl sutures. Staples were applied intermittently at intervals and the wound was packed with large single strip of 1 inch packing soaked with normal saline solution. An x-ray was performed which revealed no evidence of lost needle or lap sponges. The patient appeared to tolerate the procedure well. He was discharged from the or and transferred to the pacu without incident.¿ postoperative plan: the patient will be admitted to dr. (B)(6) service, and will plan on managing the jp drains, as well as the wound care. I will see him on postoperative day #1. (B)(6) 2009: (B)(6), md. Pathology report. Accession #: s09-21326. Diagnosis: 1) abdominal skin: benign skin with ulceration, granulation tissue formation, acute / chronic inflammation, and dermal fibrosis. 2) mesh, ventral hernia, repair (gross only). Provided clinical history: infected ventral hernia repair with mesh. Gross examination: 1) received fresh, labeled with the patient¿s ID and designated on the request and specimen container as ¿abdominal skin,¿ is an irregular, unoriented, gray-tan segment that measures 19.5 cm in length, 0.5 to 2.5 cm in width, and 0.6 cm in thickness. There is a 3.5 x 1.5 cm area of taut, flat, glistening skin on the surface. Representative sections submitted in one cassette. 2) received fresh, labeled with the patient¿s ID and designated on the request and specimen container as ¿ventral hernia mesh,¿ is a 22x14x0.1 cm, gray-tan, surgical mesh. No sections are submitted. Microscopic examination: 1) performed. 2) microscopic examination not performed- gross only. Records after (B)(6) 2009 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: g04088: membrane. H6: medical device component: f26: no health consequences or impact. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 3191 used for "debridement" and "wound vac".) Was/were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2009 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: diabetes; unknown date: testicular cancer; on (B)(6) 2008: ureter stone; inguinal hernia; on (B)(6) 2008: diverticulosis; on (B)(6) 2008: new rim enhancing subcutaneous fluid collections superficial to the surgical mesh, suspicious for abscess; on (B)(6) 2008: abdominal wall abscess, status post repair of ventral hernia with mesh, debridement procedure with vacuum assisted closure [vac] placement; on (B)(6) 2009: history of infected mesh of ventral hernia with mrsa [methicillin-resistant staphylococcus aureus], abscess . Surgical procedures: unknown date: retroperitoneal lymph node dissection for testicular cancer; on (B)(6) 2008: repair of incarcerated ventral hernia using gore dualmesh. Omentectomy. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2009: exploratory laparotomy, lysis of adhesions, removal of infected ventral hernia mesh, component separation repair, and local tissue rearrangement, 30 x 30 cm. Bilateral component separation of parts, rectus muscle flaps for abdominal wall reconstruction. Local tissue rearrangement anterior abdominal wall 900 sq. Cm. Implant preoperative complaints: on (B)(6) 2008: ¿indication: the patient is a 50-year-old male with an incarcerated ventral hernia.¿ implant procedure: repair of incarcerated ventral hernia using gore dualmesh. Omentectomy. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/04803259, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2008. Wound classification: clean. Description of hernia being treated: ¿an incision was created sharply in the midline where his previous incision was. The incision was carried down to the level of the fascia using electrocautery. The hernia sac was then dissected out using a combination of sharp dissection, blunt dissection, and electrocautery for hemostasis. The neck of the hernia was identified. The hernia defect was not large enough to reduce the hernia contents into the abdomen. Therefore, an incision was created in the midline abdomen in order to reduce the hernia content, which was omentum. Upon exploration of the anterior abdominal fascia, multiple hernias were identified along the midline. It was felt at this time that for best repair, it would be best to incorporate all hernia defects and close the patient using gore-tex dual mesh. This was done by performing extensive adhesiolysis using a combination of blunt dissection, sharp dissection, and electrocautery for hemostasis. Once all adhesions were taken out, it was noted that the omentum had a large defect in the mid portion of it. Therefore, a partial omentectomy was performed by dividing the omentum between clamps and ligating the vasculature with 3-0 silk suture. The specimen was then sent off the field to be sent to pathology.¿ implant size and fixation: ¿the gore-tex dualmesh was then cut to fit for the appropriate size and secured in position using interrupted #1 prolene suture. The mesh was placed as an underlay. Hemostasis was ensured, followed by closure of the midline fascia using interrupted #1 vicryl sutures. Two jackson-pratt drains were then exited through the lower portion of the wound and secured in position with 2-0 nylon suture. The abdominal wound was then irrigated copiously. The umbilicus was tacked down to the midline repair using 0 vicryl suture.¿ on (B)(6) 2008: pathology report. Diagnosis: ¿a. Soft tissue, ventral hernia sac, resection- benign fibroadipose tissue consistent with hernia sac. B. Soft tissue, omentum, resection- benign adipose tissue. Relevant medical information: on (B)(6) 2008: CT abdomen/pelvis [a/p]: ¿indication: left flank pain . Findings: abdomen: long segment of anterior abdomen [sic] repair mesh with fluid collection both anterior and posterior to the mesh measuring 7 x 3 x 18 cm. There is adjacent subcutaneous stranding and small foci of gas. Pelvis: right fat containing inguinal hernia. Impression: long segmented of anterior abdomen [sic] repair mesh with fluid collection both anterior and posterior to the mesh. Non-contrast examination is limited in assessment for abscess, however abscess vs post-op fluid collection are both possibilities. Correlate clinically and consider needle aspiration vs. Contrast enhancement CT.¿ on (B)(6) 2008: CT [a/p]: ¿indication: left flank pain . Impression: postoperative changes anterior abdominal wall with mesh placement and associated fluid collection is unchanged since the prior examination.¿ on (B)(6) 2008: CT [a/p]: ¿ancillary findings as above to include: diverticulosis, prior nodal dissection with surgical clips, and mesh along anterior abdominal wall with improved soft tissue defect.¿ on (B)(6) 2008: CT [a/p]: ¿indication: abdominal mesh placement. Evaluate for abscess/fluid collection.¿ ¿abdominal findings: once again identified is a postoperative anterior abdominal wall surgical mesh containing a fluid collection measuring 11.1 x 4.1 x 7.8 cm in greatest cc, ap [anterior posterior] and tv [unknown abbreviation] dimensions. This fluid collection appears to have increased in size and has new surrounding inflammatory stranding. There is a new rim enhancing fluid collection within the subcutaneous fat of the anterior abdominal wall caudal and to the left of the mesh measuring 4.8 x 7.0 x 5.8 cm in greatest cc, ap [anterior lateral] and tv dimensions. A smaller, less organized 1.9 x 1.3 cm rim enhancing fluid collection is identified in the anterior subcutaneous soft tissues to the right of the mesh. There is extensive stranding of the adjacent fat and thickening of the overlying skin. Impression: new rim enhancing subcutaneous fluid collections superficial to the surgical mesh, suspicious for abscess. The smaller collection to the right of the mesh represent [sic] developing abscess versus phlegmon. The fluid collection deep to the mesh has increased in size and given the adjacent inflammatory reaction may represent additional abscess due to an infected mesh.¿ on (B)(6) 2008: debridement of granulation and infected tissue from abdominal wall, plus vacuum assisted closure placement. ¿indication: this is a 51-year-old male who, in september, presented with a large ventral hernia which was repaired with the dual-gore-tex mesh. He then developed 2 fluid collections which were initially drained. The second fluid collection was treated with open drainage and vac [vacuum assisted closure] placement. He healed well an [sic] approximately a week ago, he presented to our clinic for the third time with fluid collection, which we treated with ir placement of 2 pigtail catheters. Fluid was serous, sent to culture, grew gram-positive bacteria, likely staphylococcus aureus. The size of the fluid collection decreased after drainage, and the patient was consented to go to the operating room for exploration of fluid collection/abscess cavity, and possibly removal of the mesh.¿ ¿description of procedure: we made an incision of approximately 12 cm in length, removing the old midline scar and easily identified the cavity of the fluid collection, which separated by healthy tissue from the mesh. Therefore, mesh was not exposed during this procedure today. We then proceeded to remove all indurated granulation tissue present subcutaneously that was part of the walls of this cavity. When that was achieved, hemostasis was obtained using electrocautery. We then irrigated the cavity with normal saline, and we also used chloraprep inside the wounds to further enhance its bacteriocidal properties. We then placed a mid-size silver-impregnated vac [vacuum assisted closure] sponge to the wound connected to the vac device, and the procedure was concluded.¿ (B)(6) 2008: pathology report. Diagnosis: ¿skin, abdomen, excision- skin and soft tissue with fibrosis, chronic inflammation, and foreign body giant cell reaction.¿ on (B)(6) 2009: CT [a/p]: ¿indication: patient with history of infected mesh of ventral hernia with mrsa [methicillin-resistant staphylococcus aureus]. Please evaluate for residual abscess given history of abscess.¿ ¿abdominal findings: again noted is a fluid collection in the anterior abdominal midline mesh, measuring as large as 8.1 x 2.4 cm in axial dimension and approximately 13 cm in superoinferior axis. This is smaller than on (B)(6) 2008, when it measured 8.1 x 4.1 cm in axial dimension and still approximately 13 cm in superoinferior axis. There is an anterior abdominal wall defect in the region of the previously noted additional fluid collection, inferior and to the left of the mesh fluid collection. Multiple surgical clips are noted in the retroperitoneum, specifically in the para-aortic region, with a single surgical clip in the right paracolic gutter. Impression: 1. Interval decrease in size of fluid collection in anterior abdominal midline mesh, now measuring approximately 8 0.1 [sic] x 2.4 x 13 cm as compared to 8.1 x 4.1 x 13 cm on (B)(6) 2008. Complete interval resolution of additional fluid collection which was located inferior and to the left of the abdominal mass collection, with anterior abdominal wall defect in this region . 2. Multiple surgical clips most concentrated in the para-aortic region of the retroperitoneum, compatible with lymph node dissection given known history of testicular cancer.¿ explant preoperative complaints: on (B)(6) 2009: [dr. (B)(6)]: ¿indication: the patient is a 51-year-old male who is status post prior ventral hernia repair with mesh at another hospital who has persistent draining sinuses and what appears to be an abscess under the mesh on cat scan and the cultures have shown mrsa. He now presents for definitive repair.¿ on (B)(6) 2009: [dr. (B)(6)]: ¿indication: mr. (B)(6) is a 51-year-old gentleman with a history of multiple attempts at ventral hernia repair. Several times in the past the mesh has been both as underlay and onlay in order to repair this issue. He had continued draining sinuses through his wound, as well as recurrence of his abdominal wall hernia. I discussed with him preoperatively the plan for repair of the hernia, which would involve complete removal of all the infected mesh, as well as local abdominal advancement with component separation for bilateral rectus muscle flaps, as well as local tissue rearrangement of the abdomen. We did explain to him the risks and potential complications associated with surgery and he did sign a consent form preoperatively.¿ explant procedure: exploratory laparotomy, lysis of adhesions, removal of infected ventral hernia mesh, component separation repair, and local tissue rearrangement, 30 x 30 cm. Debridement of abdominal wall and removal of infected mesh, performed by dr. (B)(6). Bilateral component separation of parts, rectus muscle flaps for abdominal wall reconstruction. Local tissue rearrangement anterior abdominal wall 900 sq cm. Explant date: (B)(6) 2009. Wound classification: 2 [clean-contaminated]. Operative report [dr. (B)(6)]: ¿the patient¿s old midline incision was excised, as were the orifices to the sinus tracts along the midline. The incision was extended inferiorly for several cm, and we were able to enter the abdomen inferiorly in a free space. We proceeded superiorly, dividing the fascia, and then eventually reaching the mesh. Most inferiorly there were some ethibond sutures, which we removed. When we encountered the mesh, we encountered what appeared to be prolene interrupted sutures. These were also removed as we went along. About midway up the mesh there was [sic] dense adhesions from the peritoneal surface, which really had turned into a rind under the mesh and between this rind in the mesh there was about 100 ml of pus, which was aspirated and cultured. We took down the adhesions where possible to the peritoneal surface, but in that very center the adhesions were extremely dense and we felt that the risk of enterotomy was significant. Therefore, we went somewhat laterally and were able to go around the area of the adhesions, keeping approximately an 8 cm squared piece of rind of peritoneum and the firm tissue that was under the abscess cavity in place against the bowel. I should note that the patient had absolutely no symptoms of bowel obstruction preoperatively and so all these adhesions were simply left in place. All the bowel was nodilated and pink. The surface of this granulation tissue rind was somewhat bloody and it was superficially cauterized and then floseal was placed over it with excellent hemostasis. We continued to take down the rest of the abdominal wall adhesions until the abdomen was widely opened. Notably in the right upper quadrant, the tip of the left lobe of the liver was stuck to her [sic] peritoneum at the border of the incision. When these adhesions were taken down, there was some bleeding from the tip of the left lobe of the liver. This was also treated with cautery and floseal with excellent hemostasis. The mesh was removed in its entirety in a single piece from the abdomen and sent to pathology. At this point, dr. (B)(6) came in the room and proceeded with the component separation part of the procedure, which also included removing some of the old rind of thick fibrinous tissue with superficial granulation tissue and abscess cavity that was along either side of the midline fascia. He cleaned this up back to nice normal healthy-appearing tissue and then proceeded. After he had completed the component separation, there was excellent laxity and the abdomen was thoroughly irrigated with bacitracin and saline. Hemostasis was checked and was excellent. The blood lost throughout the case had been from oozing of small vessels in the abdominal wall. We then closed the midline with running double looped # 1 pds in a single layer and then put some interrupted 0- vicryls, figure-of-eight sutures, in the anterior fascia every couple of cm all the way up the midline for added strength. The superficial tissues were again irrigated with bacitracin saline. Hemostasis was again checked and appeared excellent. Two #19 round channel drains were placed through stab wounds in the right and left lower quadrant respectively and left behind the flaps. Dr.(B)(6) then sewed the subcutaneous fat flaps back down to the fascia, obliterating the dead space. He also sewed the posterior aspect of the umbilical tissue down to the fascia, taking care to avoid injury to the umbilicus. He then closed the subcutaneous tissue with running 3-0 monocryl sutures and the skin was closed loosely with staples. Quarter-inch penrose wicks were paced between each staple. The drains were sewn in with 2-0 silk suture and connected to bulb suction.¿ operative report [dr.(B)(6)]: ¿attention was first turned to dr. (B)(6)¿s portion. She did excise the anterior abdominal scar, as well as the draining sinus and care of the patient was transferred over to her for removal of the infected mesh. After her portion was completed I did come back into the room to perform the bilateral muscle advancement flaps. Along the anterior portion of the abdomen there appeared to be some existing scar and mesh, which was debrided sharply from either medical surface of the rectus muscles. Using a marked pen the periumbilical island was protected on either side in order to maintain the perforators to the mid ventral portion of the abdomen. Using a bovie electrocautery the skin and subcutaneous muscle was elevated off the abdominal wall, first primarily starting on the left side. The anterior sheath of the rectus was inferiorly keeping the fascial attachments intact to the periumbilical region. A window was then created behind this periumbilical island. The lateral edge of the rectus muscle was identified, and then an incision was made through the external oblique fascia approximately 1 cm from the rectus muscle. The incision was then carried up both inferiorly, down to the level of ___ with the metzenbaum scissors [sic], as well as superiorly through the small window that was created. Incision was then completed at the costal margin, to completely release the external oblique fascia. The muscle flap was then mobilized toward the midline and there achieved good mobilization. Attention was then turned to the right side of the patient. Along the medial edge of the rectus there were several draining sinuses through previous sutures. These were debrided free and excised. The anterior sheath of the rectus was identified, as well as the rectus muscle proper. A similar periumbilical island was designed and the skin flap was elevated off the muscle and abdominal fascial wall in a similar fashion creating a retro periumbilical window. The external oblique muscle was released in a similar fashion. This was retraced back and this allowed mobilization of the right rectus muscle. Care was then transferred back to dr. (B)(6), who completed the midline muscle repair with 1-0 pds suture. There were several spanning vicryl sutures that were performed as well. Several areas on the anterior abdominal wall were trimmed in order to achieve closure of the wound. Several stay sutured [sic] were placed in a quilting fashion on both sides, in order to tack down the skin flap. A large 10- french channel drain was placed on either side in the recess of the abdominal wall, below the skin flaps. These were sent [sic] to suction. Floseal was also squirted into each area to achieve adequate compression. The skin was then closed in the midline with running #3-0 monocryl suture and some deep 2-0 vicryl sutures. Staples were applied intermittently at intervals and the wound was packed with large single strip of 1 inch packing soaked with normal saline solution.¿ (B)(6) 2009: pathology. Diagnosis: ¿1) abdominal skin: benign skin with ulceration, granulation tissue formation, acute/chronic inflammation, and dermal fibrosis. 2) mesh, ventral hernia, repair (gross only). Gross examination: ¿1) received fresh, labeled with the patient¿s ID and designated on the request and specimen container as ¿abdominal skin,¿ is an irregular, unoriented, gray-tan segment that measures 19.5 cm in length, 0.5 to 2.5 cm in width, and 0.6 cm in thickness. There is a 3.5 x 1.5 cm area of taut, flat, glistening skin on the surface. 2) received fresh, labeled with the patient¿s ID and designated on the request and specimen container as ¿ventral hernia mesh,¿ is a 22x14x0.1cm, gray-tan, surgical mesh . No sections are submitted. Microscopic examination: 1) performed. 2) microscopic examination not performed- gross only. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04803259. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.